Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #: 2183959-2011-00717. On (B)(6), 2009 a miniarc was implanted. It was reported that the pt experienced dyspareunia and had vaginal and pelvic pain. A mesh revision procedure was done on (B)(6), 2011 due to vaginal mesh exposure. The reported revision procedure was done after the pt had completed the study and was exited.